Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring broke. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated: date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes, additional MFR narrative. (B)(4). The device was returned to the factory for evaluation. Tissue and charred blood were observed on the hemopro 2 heating element/ jaws. The heater wire was flexed away from the hot jaw of the hemopro 2 device, however it was still attached at the tip. The jaws opened and closed with no difficulty. Evidence of blood and signs of clinical use was also observed on the cannula. The c-ring on the cannula was transected. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. During visual inspection, the plastic c-ring on the cannula was observed to have been cut in half longitudinally between the flanking curved areas. Based on the condition of the device as returned, we were able to confirm the reported complaint for "c-ring broke". The root cause of the confirmed failure for "break; cannula" is engagement of the c-ring with the jaws on the cautery tool prior to activation of the device. This device lot has been manufactured with the addition of the retention rib to prevent the transected half of the c-ring from dislodging into the patient. Additionally, we were able to confirm an analyzed failure for ¿bent: wire¿. The root cause of the analyzed failure mode for "bent; wire" is considered to be due to improper inserting or retracting the harvesting tool through the harvesting cannula. Specific actions for these failure modes are being managed and documented in the maquet corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring broke. A replacement device was used to complete the procedure. The hospital did not report any patient effects.